Manufacturer narrative:
This supplemental report is being submitted, to provide the reporter¿s title.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause for the bending tube breakage cannot be conclusively determined. A review of the instrument history for the past year shows the device was returned october 15, 2020 with no specified issue; however, the bending section rubber was found blown. The scope was also returned on may 29, 2019 due to a failed leak test. The legal manufacturer confirmed via DHR the subject scope was shipped in accordance with specifications. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer presumed from the following information that the user manipulated the device as excessive stress was added to the bending section. According to similar events the bending tube breakage occurs when ¿access the scope to the lower kidney calix and/or the ureter, access the scope excessively while distal end is bent. The legal manufacturer reported that the IFU states how to detect the event as follows. The user is able to adequately detected the event in accordance with IFU. ¿precautions : perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. IFU (instructions for safe use) states how to prevent the event as follows. IFU(instructions for safe use) since the event occurred, the user handling may have deviated from IFU. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿

Manufacturer narrative:
The device was center was returned to the service center for evaluation. The leak test could not performed due to the blown bending section rubber. A portion of the bending section rubber was noted to be missing and the bending section glue was noted to be cracked. The scope¿s bending section was found broken and collapsed. The light guide bundle had less than 5 percent breakage. The scope¿s image was checked and noise was observed in the image. A third party light guide tube and video cable were noted on the scope.

Event description:
The service center was informed that the scope¿s bending section rubber detached and a video issue was noted. There was no patient involvement reported.